Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving two separate products; associated MDR #'s 1225714-2014-00729, 00730, 00731, 00732, and 2937457-2014-00329.

Manufacturer narrative:
This is one of three device reports for this event and there are a total of six device reports for this patient. Associated MFR report numbers: 1225714-2014-00729, 1225714-2014-00730, 1225714-2014-00731 and 1225714-2014-00732, 2937457-2014-00328 and 2937457-2014-00329.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after use of the product.